Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention where the ipg pocket site and ipg were cleaned and the ipg was re-implanted into the same pocket site and a drain was placed. In addition, wound cultures were taken.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the wound vac is still in place. In addition, another culture was taken and was negative for infection.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient is experiencing poor wound healing at the incision site. The patient was implanted approximately a month ago and now there is a wound along the incision site that is beginning to open up. There is a deep hole at the site with fluid present. A culture was taken and the site was packed to facilitate healing. Follow up information identified the wound culture was negative and surgical intervention may be pending to address wound closure.

Event description:
Follow up information identified the drain was removed and issue was resolved. The wound completely healed.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient's wound vac had been draining 10cc for two days and the plan was to remove the wound vac if the drainage remained at 10cc for the third day, however no further information has been forthcoming.